Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit has a co2 rebreathing risk. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the issue. The fse discovered that there was a leakage. The fse checked the equipment and found the gas delivery system (gds) was faulty. The fse replaced the gds module to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.